Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. The lot number was unknown. Therefore, the expiration date and device manufacture date were unknown. Without a lot number the device history records review could not be completed. (B)(4). Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the customer that postoperatively to an unknown surgery performed on (B)(6) 2021, at the time the patient was treated for femoral neck fracture with an fns implant on (B)(6) 2022, it was discovered upon follow-up a year later that patient had a non-union and the surgeon decided the patient can be converted to total hip arthroplasty procedure. It was discovered during surgery that the fns plate had broken. The procedure and patient outcome were unknown. No additional information was provided. This complaint involves one (1) device.